Manufacturer narrative:
The motor assembly was returned to the manufacturer for an in-depth investigation and was assembled in a test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. As the motor speed is monitored continuously a speed fluctuation resulting in a deviation between measured and expected piston position is detected. In this case the ventilator initiates an autonomous shutdown while changing mode to man/spont and audibly and visibly alarming for ventilator fail. Manual ventilation and monitoring are not affected. After the repair exchange the device was fully functional again. The failure rate regarding this kind of wear and tear effect is within the accepted range.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case the machine alarmed for vent failure. There was no patient injury.